Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 0036717 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the product package was shown with the information printed on the packaging blurred. A review of the packaging process was performed and no materials or packaging equipment were identified as a possible contributors for the observed package damage. Based on the investigation results, a cause related to the manufacturing process cannot be determined for this incident at this time. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte bi-extension set 15 cm (6 in) 0.45 ml experienced device damage/deformation. The following information was provided by the initial reporter: q-syte (cat no. 385163) was found damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte bi-extension set 15 cm (6 in) 0.45 ml experienced device damage/deformation. The following information was provided by the initial reporter: q-syte (cat no. 385163) was found damaged.